Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not print. The ICU nurse had just replaced a paper roll in the cardiosave and it would not print. It was advise to flip the roll the other direction and try again with about an inch of paper out of the door but it did not work. It was also recommended to try to clean the area of dust and it still did not work. I told him the next step would be to swap out pumps. The nurse stated he didn¿t really need the strips tonight and the patient was probably coming off the therapy in the morning and at the end of his shift he text a message saying the day shift would send the pump to biomed once the patient comes off therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information has been requested regarding the evaluation and repair of the device. When additional information is received, then a supplemental report will be submitted. H3 other text : device not available for evaluation.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.